Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown size 4 accolade stem. Cat # unk, lot # unk, description: unknown +0 x 36mm head. Cat # unk, lot # unk, description: unknown 64 mm trident shell. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient's right hip was revised due to infection.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by clinical consultant noted: infection was confirmed by bacterial cultures that confirmed the presence of a ¿pepto-streptococcus¿, a rare anaerobe microbial organism, but typically associated with deep joint infections from hospital origins. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by an adverse mix of patient-related and procedure related factors. There are no device-related factors evident in this case and this pi is not device-related. Consultation and discussion: as anaerobe pepto-streptococcus was isolated from hip joint the report completed by a clinical consultant was forwarded to the (B)(4) for review. This review concluded that based on the data reviewed, it is not possible that the causative agent of this post-operative infection was introduced to the surgical site on the medical device implants. Conclusions: a review by a clinical consultant concluded: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Infection quite likely persisted leading to stem loosening 2-years later requiring a second revision. If additional information such as device details, pathology reports and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient's right hip was revised due to infection.